Event description:
The user facility reported to terumo cardiovascular that during vein harvesting, electric leakage occurred at the end of the v-cutter with sparks emitted. The brand of generator was valleylab. The generator settings were 20 and they were not modified during the case. No consequence or health impact to patient. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
Terumo will not receive the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 29, 2026. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H6 (identification of evaluation codes 11, 3331, 4114, 3221, 4315). The affected sample was not returned; therefore, a thorough investigation could not be performed. Additional information was provided from the customer that a valleylab generator was used with settings at 20 watts. Per the vsp550ex IFU, the proper range for the valleylab generator is at 14-18 watts. A retention sample from the same lot number was inspected to show no anomalies with the device. All electrical circuits were measured, and the electrical resistances were found to be stable and within the product specifications. Without a returned device, a thorough investigation could not be performed, and a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.